Event description:
Upon removing drapes, it was noted a circular wound approx 3cm in diameter with depressed area in middle approx 1cm on left inner calf. Bair hugger blanket was under body and attachment hose was connected to blanket approx 1 foot below patients feet. Dates of use: one day in 2007. Diagnosis or reason for use: surgerical repair of cleft palate.